Event description:
The nurse was attempting to insert a 20 gauge peripheral IV into the patient's right antecubital. The attempt was unsuccessful. As the nurse was withdrawing the catheter, she noticed the tip was not intact. X-ray done and showed the catheter tip was in the subcutaneous skin of arm (approximately 1mm under the skin). A minor procedure at the bedside was performed to remove the catheter tip. The patient tolerated the procedure well.